Manufacturer narrative:
This MDR was generated under protocol: (B)(4), as a result of warning letter cms#: (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal were all intact. No evidence on the event log. Ran three accuracy test as part of the investigation and the pump was found to be within manufacturing specifications. The root cause of the reported issue was not able to be determined. No action was taken since no fault was found. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device failed volume test during pre-use testing. No patient injury was reported.